Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Manufacturer narrative:
This is a duplicate report of 1818910-2011-14505. This report, 1818910-2014-34429, will be rejected. 1818910-2011-14505 will be kept for investigation purposes.

Event description:
Legal claim and medical records received. Patient was revised for disassociation between the distal femoral replacment and the locking bolt that attached the distal portion of the distal femoral replacement metaphyseal sleeve. It is reasonable to assume that they mean diaphyseal sleeve (instead of metaphyseal sleeve) as that what was implanted during the primary. The locking bolt disassociated and as a result the taper locks between the diaphyseal sleeve and diaphyseal sleeve base no longer stayed locked together. The femoral component was noted to be spinning freely, but this can be attributed to the distal locking bolt disassociated.